Event description:
It was reported that during a routine follow up, the pulse generator exhibited backup vvi operation. On (B)(6) 2013 the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.